Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Isolation test - failed.